Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance and difficulty to remove could not be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties to be related to circumstances of the procedure as it is likely the device interacted with the kinked guide wire causing the reported difficulty to advance and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The bmw universal ii device referenced in b5 and d11 is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the left circumflex coronary artery. The balance middleweight (bmw) universal ii guide wire was advanced to the lesion and then pre-dilatation was performed. The 3.0x28 mm xience xpedition stent delivery system (sds) was flushed prior to use and then advanced to the lesion but became stuck on the bmw universal ii. There was difficulty releasing the sds from the guide wire; however, it was able to be removed from the vessel. The guide wire was then removed from the vessel and was found to be kinked. A new bmw universal ii and xience xpedition stent were used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure.